Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the physician was already informed about the event and the patient was referred to other physician for lead revision. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
Additional information was received that this device was explanted as the patient underwent an upgrade procedure. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited exhibited high pacing lead impedance measurements greater than 2,000 ohms and high pacing threshold. Furthermore, the patient's rv lead was suspected to be fractured. This rv lead was surgicall abandoned and replaced with no issue while this ICD remains in service. No additional adverse patient effects were reported.